Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The doctor implanted a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, there was some undersensing due to the low intrinsics. The impedance for the high energy shock was 129 ohms, which is high but within normal limits. The shock occurred while the system was programmed to the primary sensing vector. Testing of the other two vectors was done. Technical services discussed some programming options and suggested using the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The doctor implanted a transvenous system. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, there was some undersensing due to the low intrinsics. The impedance for the high energy shock was 129 ohms, which is high but within normal limits. The shock occurred while the system was programmed to the primary sensing vector. Testing of the other two vectors was done. Technical services discussed some programming options and suggested using the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Also, there was some undersensing due to the low intrinsics. The impedance for the high energy shock was 129 ohms, which is high but within normal limits. The shock occurred while the system was programmed to the primary sensing vector. Testing of the other two vectors was done. Technical services discussed some programming options and suggested using the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.